Manufacturer narrative:
The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on 01/31/2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. There was no data log available to review. The reported event of loss of connection was not confirmed. Reported allegation not found.